Event description:
A complaint notification form was received, "I was informed via text message that the patient sustained a fall injury which may or may not have resulted in a broken passive tibial stem of a jts non-invasive extendible distal femoral prosthesis." Update 31/may/2019: a patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "distal femur sarcoma, s/p resection". Additional notes indicate "is a revision."

Manufacturer narrative:
An event regarding fracture involving the tibial component stem of a jts distal femur was reported. The event was confirmed by medical review. Method and results: visual analysis: the tibial component of a jts distal femur received. The passive tibial component are imaged above. The femoral stem, jts grower, magnet & gearbox, and smiles rotating hinge were not returned. Visual inspection of the returned tibial component identified a fracture at the proximal 3rd of the stem. The component is fragmented at one site and divided into two segments. The site of fracture at the proximal segment has a diagonal profile, the distal segment also has a complementary diagonal profile. The bearing surface and the axle holes of the tibial component show visible discoloration. Dimensional inspection: not performed as the issue did not involve dimensions. Functional inspection: not performed as no items were returned. Material analysis: visual examination confirmed fracture of the stem reported in (B)(4). Stereological and electron microscopy examination confirmed the stem to have fractured due to fatigue. Clinician review: a review of the x-rays by clinical consultant indicated: an oblique fracture line on the upper part of the tibial stem, which confirms the clinical report. Product history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 24may2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 11apr2016 to present for similar reported events regarding crack/fracture of the tibial component stem of a jts distal femur. There have been 3 other events. Conclusions: it was reported that the patient had a fall that may have contributed to the fracture. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re- opened.

Manufacturer narrative:
An event regarding fracture involving the tibial component stem of a jts distal femur was reported. The event was confirmed by medical review. Visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. A review of the x-rays by clinical consultant indicated: an oblique fracture line on the upper part of the tibial stem, which confirms the clinical report. Review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. Based on the device identification the complaint databases were reviewed from (B)(6) 2016 to present for similar reported events regarding crack/fracture of the tibial component stem of a jts distal femur. There have been 3 other events. It was reported that the patient had a fall that may have contributed to the fracture. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not available.

Event description:
A complaint notification form was received, "I was informed via text message that the patient sustained a fall injury which may or may not have resulted in a broken passive tibial stem of a jts non-invasive extendible distal femoral prosthesis."